Manufacturer narrative:
H6: applicable codes are fdm b17, fdr c20, fdc d1102 and img g02030. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: unknown, ubd: , UDI#: unknown h6: applicable codes are fdm b17, fdr c20, fdc d1102 and img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during robotic-assisted esophagectomy (mediastinoscopy) surgery, although the device was being used in wired mode, an error message instructing connection via a wired connection was displayed due to interference. There was no patient impact.